Manufacturer narrative:
The customer¿s report of leaking during an IV push was neither confirmed nor replicated. The syringe was functioning effectively throughout testing with no leaking. Details regarding the mated component were not provided by the customer and the mating device was not received for investigation. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported texium 20ml syringe tip leaking in an attempt to push doxorubicin. There was no patient harm.